Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a cardiac tamponade. During a procedure, an intellamap orion catheter was selected for use. A drop in blood pressure was observed at the time when the procedure had ended and the removal of the devices, including this device, had begun. Cardiac tamponade was suspected, and drainage was performed after confirmation via ultrasound. The patient's condition subsequently stabilized, and was moved out of the procedure room. At the time of the event, multiple catheters, and sheaths, including this device, were present inside the heart chamber, and the specific device that directly caused the event has not been identified. Catheter is not expected to be returned since it was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a cardiac tamponade. During a procedure, an intellamap orion catheter was selected for use. A drop in blood pressure was observed at the time when the procedure had ended and the removal of the devices, including this device, had begun. Cardiac tamponade was suspected, and drainage was performed after confirmation via ultrasound. The patient's condition subsequently stabilized, and was moved out of the procedure room. At the time of the event, multiple catheters, and sheaths, including this device, were present inside the heart chamber, and the specific device that directly caused the event has not been identified. Catheter is not expected to be returned since it was discarded. Furthermore, it was reported that there was no resistance felt while maneuvering the catheter. No guidewire was used in combination with the device. The tamponade was discovered when the catheter was being removed. An ultrasound was performed to confirm the location, but no information was available regarding the location of the perforation. The patient's condition was stable after drainage.